Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Although the exact event date was not provided, the complainant reported that the stent migrated approximately 2 weeks after it was implanted. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. Although the exact implant and explant dates were not provided, the complainant reported that the stent was implanted in (B)(6) 2012 and explanted two weeks following stent placement. (B)(4) for the reported issue of stent migrated. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent migration is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx covered stent was implanted within the common bile duct of a patient in (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a benign anastomotic stricture post liver transplant. The stricture was located high within the common bile duct near the bifurcation. The patient's anatomy was not dilated prior to stent placement. During the procedure, a removable wallflex biliary rx covered stent was implanted without any complications. However, approximately two weeks following stent placement, it was noticed that the stent had migrated distally about 1-2 cm. The stent was removed from the patient and the procedure was completed with a plastic stent. No complications were reported.